Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test or self test or verify pump error 63 due to unresponsive keypad. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated hardware low level failures. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.